Event description:
Pump declared an altitude alarm, and there was no adverse impact on the customer's blood glucose level. Customer's insulin was initially suspended due to the alarm condition. Technical support instructed the customer to gently clean the speaker holes and reconnect the current cartridge, but insulin could not be resumed. The customer then loaded a new cartridge as instructed, which did not trigger the alarm again, but the pump still did not accept the cartridge.